Manufacturer narrative:
Device evaluation: the device was returned intact and functional with some bubbles in the gel and light yellowing.

Event description:
Capsular contracture baker grade 3 left side.